Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the night before the call, paramedics were called to her home due to a blood glucose level of 32 mg/dl. The customer stated that she was not hospitalized, just treated at her home. Customer reported that she had been experiencing low blood glucose levels for 5 to 6 weeks leading up to the call. Troubleshooting did not show any malfunction of the insulin pump. The device will not be replaced or returned for analysis.